Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported cardiac arrhythmia could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), and no further related issues have been reported at this time. The relevant sections of the device history records for mlp-023852 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced atrial fibrillation at 00:00 on (B)(6) 2021 and was given 1 dose of amiodarone at 150mg intravenously. The arrhythmia resolved by 02:00 and has not reoccurred. The arrhythmia did not cause clinical compromise. The site reported that the arrhythmia existed prior to the implant of the device but that arrhythmia had worsened since implantation. The patient remains atrial and ventricular paced with no reoccurrence of the fibrillation.